Manufacturer narrative:
(B)(4). Batch # n55g70. The analysis results found that the ats45 device was received with no apparent damage and with three tr45w cartridges reloads present. The returned reload (d) was received unfired. The returned reload (b and c) were received partially fired 1/4 which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with the returned reload (d) and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a laparoscopic roux-en-y procedure, as the tech was reloading the stapler after the first successful firing, she noted the staples sticking up on the proximal end of the new reload. She removed the reload and inserted an additional two reloads with the same result. I witnessed the last two load insertions and can verify that they did indeed begin to push up out of the cartridge deck, partially dislodging the protective cover. The reloads were all tr45w. All reloads were retained and will be sent back. Another like device was used to complete the procedure. There were no adverse consequences for the patient.